Event description:
It was reported that during a percutaneous transluminal coronary angioplasty stent procedure, after pre-dilatation and stent deployment, the dilatation catheter was used to post dilate a stent, (which is contrary to instructions for use). Upon removal, it was noted the catheter had become separated. The patient experienced chest pain and was intubated. Through the patients brachial artery the separated portion of the catheter was retrieved. Upon removal it was noted the stent was pulled out of the artery with the retrieved portion of the catheter. Two stents were then placed proximal to the lesion. Reportedly, following the procedure the patient was extubated and is doing fine. No further information is available.